Event description:
A vns treating neurologist reported to the company representative that the patient had a possible lead issue. High lead impedance was observed on (B)(6) 2012 on system diagnostic tests. The patient was last seen in (B)(6) 2012, and system diagnostics were within normal limits at that time. It was reported that the patient has had no falls, no trauma, and no accidents, so they do not know what could have caused the high impedance. The neurologist did comment that the patient has grown a lot. The generator was turned off on (B)(6) 2012 due to the issue. The neurologist wants to monitor the patient with the device off to test efficacy before considering replacement. No intervention has been reported to date, and no x-rays have been taken. Although surgery may occur in the future, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012 indicating that the patient wanted the vns device turned back on. Therefore, the patient had generator and lead replacement surgery on (B)(6) 2012 as confirmed by the implant card. The implant card listed the reason for replacement as 'lead discontinuity' and battery depletion, neos=no. The explanted generator and lead were received by the manufacturer for product analysis on (B)(6) 2012. However, product analysis has not been completed to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the generator and lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The reported high impedance allegation was not verified within the returned portion of lead. Although, a break was identified in one strand of the positive quadfilar coil, no adverse effect on the resistance of the coil was noted. Scanning electron microscopy images of the positive quadfilar coil at the fracture strand show that pitting or electro-etching conditions have occurred at location of the broken strand. However, due to mechanical distortion (smoothed surfaces) and/or pitting the fracture mechanism of the strand cannot be determined. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once.